Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the device failed telemetry testing due to the cable being out of electrical specification. (B)(4).